Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen did not work. It was indicated that the programmer's computing platform was out of specification. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed. Visual inspection: no anomalies observed. Bench analysis: unit powered on with provided ac power supply ¿ ok. Confirmed touchscreen was not responsive. Successfully installed encore test software ¿encore desktop 2.2¿. Successfully recalibrated touchscreen and performed display-stylus checks. Response was consistent with known good system response. Unit passed final functional tests. Conclusion: confirmed customer complaint display is irresponsive. This issue was caused by a software design issue related to display calibration/recalibration. If information is provided in the future, a supplemental report will be issued.